Event description:
During a brain biopsy using medtronic navigation's inav portable system and passive biopsy needle, on the third needle insertion, the needle hit a vein and the pt bled quite a bit. The surgeon transported him to CT to evaluate his bleeding. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's inav portable system and passive biopsy needle. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
At the time of this report, pt info was unavailable. Missing pt info has been requested and will be provided in a f/u report upon receipt. Electrical testing was conducted on (B)(4) 2010. The following modes were tested: ground integrity, hipot, earth leakage (forward, neutral ci, ground op), earth leakage (reverse, neutral ci, ground op), earth leakage (forward, neutral op, ground open), earth leakage (reverse, neutral op, ground op). All testing passed. Pegboard accuracy testing was conducted on (B)(4) 2010 and passed. Aak and line separation accuracy testing was conducted on (B)(4) 2010 and both testing passed. No allegations were made of medtronic navigation's device causing or contributing to the pt event. System was evaluated in house and no failure was found. System was within specs. Results: accuracy tests were performed and found to be within specs. Conclusions: no info is currently available as to the cause of the pt event. No allegations of medtronic's product to have caused or contributed to the event have been made.